Manufacturer narrative:
No product was returned for evaluation at the time of this report. The ilet logs were not reviewed by beta bionics failure investigation department as current available logs end on 12/22/23, prior to the event date. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. We are unable to investigate this event further due to the absence of data from the ilet report and device logs. The user has discontinued ilet use and transitioned back to their previous therapy. If the product is received at a later date, or the ilet engineering logs are updated, the complaint will be reopened and investigated accordingly.

Event description:
On 3/25/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user was admitted to the hospital on 3(B)(6) 2024 with diabetic ketoacidosis. It was reported that prior to the event, the user's blood glucose (bg) remained in the 400's mg/dl despite multiple infusion set site changes and implementation of the ketone action plan. The user was using the convatec contact detach (23", 6mm) steel cannula infusion set. The user was treated with IV insulin and remained in the hospital for 6 days. On 3/25/24 a beta bionics customer care agent followed-up with the user about the event. The user declined further troubleshooting.